Manufacturer narrative:
This device has been received by the manufacturer; however, analysis is still pending. Additional information has been requested and will be provided within 30 days of receipt.

Event description:
Tip of guide wire uncoil: during placing the protect sheath, the physician found the tip of guidewire uncoil. Then changed another one to complete the or. The sample will be returned for investigation. The tip of the angioguard guidewire was noticed to be uncoil during the placement of the protective sheath. The product was changed to complete the procedure. The product will be returned.